Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following field(s): d10, g4, g7, h2, h3, h6, and h10. 4307 - intuitive surgical, inc. (Isi) received the hrsv involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. Halos were observed. The tft lcd panel was replaced as a fix.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was reproduced during field evaluation. The right high resolution stereo viewer (hrsv) was replaced. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not received the hrsv for failure analysis investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the submitted image showed that there was black screen, or no video, in the high resolution stereo viewer (hrsv). The system logs were reviewed and analyzed as part of the fse's investigation, and the fse tested the system for functionality, and replaced parts to investigate/resolve the reported issue. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a da vinci system malfunction, which could cause the da vinci system to be unavailable for use after the start of a surgical procedure, occurred. Although there was no patient harm, if this malfunction were to recur it could likely cause or contribute to an adverse event. Blank MDR fields: follow-up was attempted, but the information for the fields was either unknown, unavailable, or not provided. The expiration date is not applicable. Field is blank because the product is not implantable. The information for fields is not available.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) informed the field service engineer (fse) that the surgeon side console (ssc) right eye image was lost. The fse had the customer reboot the system. The customer continued the procedure with one eye. There was no reported injury. Intuitive surgical followed up with the customer and obtained the following additional information: the reported issue occurred approximately half an hour into the procedure. No additional information about the event was available.